Event description:
A report was received that the patient was feeling burning sensation at pocket site. A database analysis reported no signs of premature battery depletion. The patient reported that stimulation was covering all pain areas. However, the burning sensation was still present. The physician has decided to replace the ipg system.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding the stimulation anomaly could not be replicated in the lab. The device exhibited normal device characteristics.

Event description:
A report was received that the patient was feeling burning sensation at pocket site. A database analysis reported no signs of premature battery depletion. The patient reported that stimulation was covering all pain areas. However, the burning sensation was still present. The physician has decided to replace the ipg system.